Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier board was replaced.

Event description:
The hospital reported that, during a case, the screen went blank, affecting mechanical ventilation. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.